Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that the patient¿s bladder diverticula was perforated during aquablation therapy. A mini laparotomy was performed to drain out the fluid accumulated in the abdomen, and a drain was left at the site of origin. It was noted that the failure of the diverticula was significantly further in than either the aquabeam handpiece or the resectoscope could reach. The treating surgeon was aware of the potential fragility of the bladder and was sure the perforation was not caused by aquablation therapy. The treating surgeon stated that the reported issue was likely due to a fragile bladder diverticula issue. The treating surgeon confirmed that the patient was doing well. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-e/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU) sj-ifu0104-00, rev. A, was reviewed. 4.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: ¿ bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. It was reported that the patient's bladder diverticula ruptured during aquablation therapy. The treating surgeon does not believe it was caused due to aquablation but likely due to a frail bladder diverticula issue. Based on the review of the information provided, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.